Event description:
During pta to the pelvic artery, deflation difficulty was encountered. The balloon could not be withdrawn into the csi and had to be withdrawn with the csi as a unit. The balloon had been inflated to seven atmospheres for 40 seconds. The target vessel was free of calcification and was not tortuous. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code. This is one of two products used during the same procedure. Please reference MFR. Report # 9610978-2005-01423.